Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Add'l info has been requested and if it becomes available, it will be submitted in a supplemental report.

Event description:
Sales rep reported on behalf of the customer that the surgeon seemed to be unsatisfied with the taper on the head. He reportedly put the head on the stem and it was not seating properly, they opened another and he still felt unhappy about the result. The surgeon reportedly said that the head was moving too much, as if the taper on the head was too big for the trunnion on the exeter stem. The reportedly opened a v40 alumina and seated it correctly.